Manufacturer narrative:
(B)(4).

Event description:
A motor stall was confirmed by the event logs. The stall occurred (B)(6) 2011 at 1428; the tube set message occurred (B)(6) 2011. The pt experienced increased spasticity. The pt also had a urinary tract infection on (B)(6) 2011. The pump contained lioresal 2000 mcg/ml. The elective replacement indicator was 7 months. The pump was replaced. Pt outcome following the replacement was not reported.